Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-oct-2019 with the following findings: a review of the pump¿s black box showed cs 064 motor failure alarms. During testing, a cs 064 motor failure alarm occurred during the rewind and load steps. The pump was opened and an internal motor failure was found. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging that the pump emitted multiple cs 064 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.